Event description:
It was reported by the patient¿s relative that the patient received several shocks. It was noted that the doctor told the patient that it is ¿normal¿ for cardiac resynchronization therapy (crt) device to act like that with the patient¿s heart condition. Follow up determined the shocks were received due to atrial fibrillation (af) with fast ventricular rate. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).